Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter received questionable inr results with coaguchek xs plus meter serial number (B)(4) compared to a laboratory using the dade innovin method on a sysmex ca-660. The provided results are from a correlation study performed by the customer. The following are examples of questionable results for 5 patient samples: patient 2: on (B)(6) 2021, the result from the meter was 51.7 seconds/4.3 inr. The result from the ca-660 was 35.7 seconds/3.56 inr. Patient 6: on (B)(6) 2021, the result from the meter was 31.2 seconds/2.6 inr. The result from the ca-660 was 22.9 seconds/2.26 inr. Patient 7: on (B)(6) 2021, the result from the meter was 26.8 seconds/2.2 inr. The result from the ca-660 was 20.1 seconds/1.98 inr. Patient 10: on (B)(6) 2021, the result from the meter was 62.0 seconds/5.2 inr. The result from the ca-660 was 45.8 seconds/4.58 inr. Patient 11: on (B)(6) 2021, the result from the meter was 37.1 seconds/3.1 inr. The result from the ca-660 was 27.7 seconds/2.74 inr. The patients¿ therapeutic ranges are unknown.